Event description:
Initial rptr indicated that she could not complete interrogation on her new x50 handheld computer. Reported "she replaced the batteries on the wand, checked all connections, made sure the handheld was not plugged into the wall during use, no emi." She tried soft reset, removing the flashcard, and a hard reset. The resets did not resolve the screen freeze events. The handheld and software are at manufacturer pending completion of analysis.